Event description:
A malfunction was reported, labeled as malfunction 12, but no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared.